Event description:
The customer reported the unicel dxh 800 cellular analysis system was generating hemoglobin (hgb) blank shifts and daily check failures. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/6/2015. The fse found cloudy film buildup inside the hgb chamber. The fse replaced the hgb chamber, which repaired the issue. The repairs were verified per established procedures. (B)(4).